Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be conclusively determined. Based on the results of the investigation, the foreign material in the device could not be identified. Additionally, it was not possible to determine the cause of the burned tip cover, however it is probable that a high-energy treatment device (such as a laser or high-frequency device) was used without maintaining a sufficient distance from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The foreign material in the nozzle is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The burned tip cover can be detected and prevented in accordance with the following IFU: instruction manual gif-h290z operation chapter 3 preparation and inspection: 3.3 endoscope inspection: endoscope inspection instruction manual gif-h290z operation chapter 4 usage: 4.3 usage of treatment devices. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle and a burned distal end cover. There was no patient involvement.